Manufacturer narrative:
Physician stated the event was not related to the graft itself, but was related to the patient's condition. The instructions for use for gore® acuseal vascular graft state that complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to: formation of pseudoaneurysms due to excessive, localized, or large needle punctures.

Manufacturer narrative:
No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed.the device remained implanted; consequently, a direct product analysis was not possible.

Event description:
On (B)(6) 2014, a patient was implanted with a gore acuseal vascular graft in the right brachial artery to the axillary vein for arteriovenous access. The graft was cannulated on (B)(6) 2014. It was reported to gore that on (B)(6) 2014, the patient presented with bleeding from the anastomosis and a pseudoaneurysm and the graft was oversewn. This is part of a data collection study from dr. (B)(6) using the gore acuseal vascular graft for arteriovenous access.